Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one 8.5f fast-cath introducer sheath and dilator were received for evaluation. The extension tubing had detached from the sideport of the hemostasis body. A corrective action was initiated to investigate the failure mode of the sideport detachments.

Event description:
The patient underwent a bentall procedure during which the introducer was placed in the patient. During routine manipulation of the introducer, the sideport separated from the device. No extra force was used and no antiseptic was used on the device. Sterile gloves and a sterile compress were initially used to block the hole at the point of separation, then a 3-way extension was forcibly connected to prevent air intrusion. The introducer was replaced which resolved the issue and the procedure was completed with no adverse consequences to the patient. It is unknown how long the introducer was inside the patient prior to the reported sideport detachment.